Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 50mm diameter thoracic aortic aneurysm. It was reported that during the index procedure, CT showed a type ib endoleak, 20mm above the celiac artery. Intervention was performed on the same day and the patient received a valiant 46mm distal extension. The endoleak was confirmed resolved. Per the physician, the cause of the event was anatomy related. No additional clinical sequelae were reported and the patient is fine.